Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach degradation breaching the outer insulation and exposing the outer coil located adjacent to the connector boot was noted at 4.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Corrected data: subtracted the "4247 - appropriate term/code not available" from the h6 codes.